Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned non-emergency treatment procedure was aborted. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse solved the issue by replacing the anode drive unit (adu) certeray and fuses. After the replacement of the adu certeray and fuses, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.